Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device experienced an "error 401" technical failure alarm coupled with an "error 316". There was no patient involvement related to the reported malfunction.